Manufacturer narrative:
E1. Full establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the resection sheath, 24 fr. Displayed a broken ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the information provided for the investigation, the probably cause of the reported event was due to thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.